Event description:
The physician was using a reperfusion catheter and noticed that it was kinked after placing it in the occluded artery. The physician removed the catheter without any adverse events and opened another unit of the same size and continued the case without any other issues.

Manufacturer narrative:
Conclusion: this device is returning for evaluation and a follow up MDR will be submitted upon completion of the device investigation.